Event description:
It was reported the right ventricular lead exhibited noise in bipolar configuration. It was also noted the lead trend demonstrated infinite bipolar pacing lead impedance. The sensing was reprogrammed to unipolar configuration and the issue resolved. In addition, it was noted the atrial lead trend demonstrated infinite bipolar pacing impedance and the unipolar pacing impedance showed a normal trend. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.